Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during implant procedure, the lead could not be fixed into the right atrium. Multiple attempts were made but not successful. The lead was not implanted and was replaced. No adverse consequences were reported on the patient.

Manufacturer narrative:
Analysis was normal. No anomalies were found.